Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A therapy fluid air alarm and a balance chamber pressure alarm occurred at the start of a routine hemodialysis treatment. The operator was unable to resolve the alarms and discontinued treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. Eval of the returned cartridge found no problems. The occurrence of these alarms is indicative of restricted dialysate flow possibly due to a clamped or kinked line. The user's guide contains adequate instructions for troubleshooting the alarms. The direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.